Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The asc+ delivery system was discarded post procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the asc+ delivery system balloon leakage/rupture cannot be confirmed. Procedural factors (manipulation of device during valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 26mm ascendra+ delivery system was prepared with nominal volume. Post balloon aortic valvuloplasty (bav), during the deployment of a 26mm sapien xt valve, right before the last 1ml of volume was injected, the delivery system balloon deflated as if it ruptured. Blood was observed in the inflation device. It was determined that the balloon had ruptured and the delivery system was removed without any problems. The valve was almost fully inflated and tee confirmed trivial paravalvular leak (pvl). It was confirmed that the stent of the valve was adequately adhered to the vessel wall so no post dilation was performed. Following removal, when the delivery system was evaluated, two small holes were found on the balloon. The physician commented that the initial position of the valve was ¿a little¿ high at 70:30 aortic/ventricular (a/v). Due to this positioning, the delivery system was pulled back at the last step of the inflation and deployed in a final 80:20 a/v position, as intended. The native annular diameter measured 24.0mm by tee. Moderate valvular calcification, mild ncc calcification and no aortic root calcification was reported. The delivery system was discarded following the procedure and was not available for evaluation. It was noted that the location of the two holes in the balloon were just at the shoulder of the valve. Based on the position of the holes and valve stent, it was perceived that the upper stent may have stuck on the balloon when the delivery system was pulled back.